Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A patient reported recurring skin infections near the end of pod wear. This episode associated with a pod worn on (B)(6) 2026 was worn between 49 and 71 hours on the abdomin. Reported symptoms included redness, heat, yellow discoloration, and a hard lump at the infusion site, which required antibiotic treatment (flucloxacillin) beginning on 04 march 2026. The patient expressed concern about a possible sensitivity or allergy to the cannula material. A new pod was successfully applied after careful removal of the prior pod. This is one of the six reported events (insulet reference numbers (B)(4)).